Event description:
Event description cpi received information that a cpi implantable cardioverter defibrillator (ICD) implanted with rate-sensing leads not manufactured by cpi was oversensing resulting in inappropriate shocks. The physician suspects a possible lead problem.